Event description:
It was reported that the patient had surgery on (B)(6) 2019. On (B)(6), the patient was treated for an infection and underwent an irrigation and debridement procedure. Then on (B)(6), the patient endured an aspiration procedure related to the infection. These complications led to a revision surgery on (B)(6) 2020, which revealed the destruction of tissue and a large seroma consistent with cobalt induced cystic structure.